Event description:
Caller reported that during the load sequence step, they did not see drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.